Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels and insulin injections were administered to address the bg level. The customer thought the high bg may have been due to the cannula; however, as the event had occurred in the past, tandem technical support was unable to confirm if the cannula was the cause.